Manufacturer narrative:
A system log review was not performed, as the reported complaint/failure is not associated with any system errors or logged system events.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The following information is unknown: the cause and severity of the pneumothorax, when the complication was identified, and what medical intervention (if any) was rendered as a result of the pneumothorax. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.